Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. This report is for an unknown va condylar plate. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone not available for reporting without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient sustained a distal and proximal femoral fracture and underwent an open reduction internal fixation (orif) surgery on (B)(6) 2016 with a variable angle (va) condylar plate and screws. X-rays taken on (B)(6) 2017 revealed a non-union. No revision surgery has been planned at the time of this report. Surgeon is contemplating the next step in patient¿s treatment. This report is for one (1) unknown va condylar plate this is report 1 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The patient had a non-union and a broken post-op screw was identified. This part did not malfunction and is not a contributory cause in a patient event. This device is a concomitant device. The adverse event is captured under the broken screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.